Event description:
Olympus was informed that during a gastrectomy, the first thunderbeat hand instrument was replaced due to a melted teflon pad; the new thunderbeat hand instrument was damaged as well. Olympus obtained additional info that during the cleaning of the second instrument outside the pt, the teflon pad fell off. The procedure was completed with a harmonic scalpel and there was no pt injury reported.

Manufacturer narrative:
The evaluation did confirm the user's experience. The teflon pad was found melted. A mark was found on the probe and in a similar site on the electrode of the grasping section. The damage found was attributed to continuous activation of the output without grasping any tissue in the grasping section , which caused the probe and the electrode of the grasping section to be in direct contact (jaw closed). The device was tested using an esg-400/usg-400 and no problem was found.